Event description:
It was found that the user was treating the pt with a shorter transfer tube from a different after loader (microselectron classic), so that the distance to the distal tip of the applicator was at 902mm instead of 1500mm. The following can be included from the log files: at 14:50:32 error code occurred, indicating friction during retraction of the source in channel 5 at a distance of 714mm. The emergency stop system was automatically activated at this point. At 14:51:44, the source came back in the safe. Normally the source would have entered the safe at 14:50:37, so in this case the source remained outside for an additional 67 seconds, most likely at the transfer tube coupling. The source lock from the transfer tube does not work properly when using a classic transfer tube together with the microselectron v2 or v3 source. Because the bigger dimensions from the transfer tube the source can get stuck in the transfer tube coupling. Under normal use conditions, it is not possible to use a classic transfer tubes in combination with amicroselectron v2 or v3. The received radiation is being reportable levels in the worst case scenario and therefore also no (serious) injury can be caused. The treatment of the pt was restarted and completed without further complications.

Manufacturer narrative:
Event caused by user error and cannot occur under normal use conditions.